Event description:
It was reported that pump battery did not charge consistently. No information was provided regarding customer¿s blood glucose level or any medical impact. Customer declined further troubleshooting, was noted to be out of warranty, and was already in process of obtaining new device, so case was created and closed with no additional actions taken.